Event description:
It was reported that the cartridge was not fitting properly on the pump, causing the customer¿s blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." The customer addressed the high blood glucose level with a correction injection via multiple daily injections. Technical support instructed the customer to remove the case from the pump, inspect the pump and cartridge, remove an o-ring from the pneumatic tap, and clean the area, allowing for the successful reloading of the original cartridge and resumption of insulin therapy.